Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. -the device displayed the emergency lamp error due to a converter unit failure. -there were no burn marks or damaged parts on the converter unit. Since only about 3 years have passed since the device was manufactured, it is unlikely to deteriorate, so the converter may have failed due to handling or accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) private limited (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the examination lamp of the device was not lit up, and the emergency lamp was lit up. There was no report of patient injury associated with the event.